Event description:
It was reported that this pacemaker was alleged to be exhibiting undersensing. Data analysis was performed, and boston scientific technical services observed sensed far-field r-wave oversensing signals resulting in inappropriate mode switches. These sensed far-field r-wave oversensing signals may contribute towards the low intrinsic amplitudes recorded on the yearly lead trends. The atrial undersensing appeared to be functional undersensing as the atrial signals fall within the blanking period. Technical services suggested to review the current sensitivity settings and adjust accordingly to ensure the atrial signals are sensed appropriately whilst mitigating the sensing of the far-field r-wave signals. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was alleged to be exhibiting undersensing. Data analysis was performed, and boston scientific technical services observed sensed far-field r-wave oversensing signals resulting in inappropriate mode switches. These sensed far-field r-wave oversensing signals may contribute towards the low intrinsic amplitudes recorded on the yearly lead trends. The atrial undersensing appeared to be functional undersensing as the atrial signals fall within the blanking period. Technical services suggested to review the current sensitivity settings and adjust accordingly to ensure the atrial signals are sensed appropriately whilst mitigating the sensing of the far-field r-wave signals. No adverse patient effects were reported. This device remains in-service.